Event description:
The facility's pharmacist reported an infusion pump that non delivered during pt use. A follow-up with the pharmacists revealed the pump was in use at a pt's home. The pt went to use the pump and it would not infuse and made a grinding noise. The pt reported this to the pharmacists and the account sent someone out to replace the pump for the pt. There were no pt injuries or medical interventions reported. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.